Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen did not turn off after customer stopped interaction with the screen. Subsequently, the pump battery fully depleted and the pump shut off. The customer's blood glucose was 173mg/dl. The pump was successfully turned on and the customer continued to use the pump for insulin therapy.